Event description:
It was reported the touch screen became unresponsive and appears to have blacked out. No impact to customers blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).